Event description:
It was reported that a customer was using their automatic endoscopic reprocessor (aer) with an incorrect disinfect time setting (it was identified the time was set at 4 minutes). An asp clinical education consultant (cec) was present at the facility when the issue was discovered. It is unknown when the issue began.

Manufacturer narrative:
Correction: manufacture date: 08/22/2006. Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis. The health hazard evaluation and CAPA. The DHR was reviewed and the unit met manufacturer's specifications at the time of release. The service and complaint history review of the six months ((B)(4) 2009 - (B)(4) 2010), this unit, sn (B)(4), per account history does not show any similar issues due to incorrectly setting the disinfect time on the aer unit; thus, there is not a significant trend. Trending analysis (cpuy complaint per unit year chart) for the problem code ''e09-disinfectant time not entered'' did not reveal a significant trend over the past 12 months ((B)(4) 2010 - (B)(4) 2011). The fmea (failure mode effects analysis) for the aer revealed the risk priority numbers (rpn) for all leak related failure modes are below the threshold of 100, indicating that the associated risks are minimal. The fmea (failure mode effects analysis) for cidex opa solution revealed the risk priority numbers (rpn) for insufficient exposure time are below the threshold of 100, indicating that the associated risk is minimal. The shuma (system hazard and user misuse analysis) for cidex opa solution / disopa was reviewed and it was determined that the risk due to improper soaking is a category ii as low as reasonably practicable (alarp); therefore, no further action is required at this time. The hhe (health hazard evaluation) for similar issues of a shorter disinfect time on the aer and the hazard/risk index was 6, which indicates the associated risk is low. Due to the low health/risk index, no further action is required. A CAPA was initiated to investigate the asp automatic endoscope reprocessor (aer) system disinfect time being set by customer below required cycle time of 5 minutes when cidex opa was used (i.e., at correct temperature parameter of 25 deg c for cidex opa). There was no parts returned for investigation. The root cause was determined to be use error of incorrectly setting the disinfect time on the aer unit. There were no human reactions due to this reported issue and hence no additional evaluation of the disinfectant is required. The cidex opa solution IFU states that manual processing of cidex opa solution should be done at a minimum of 20°c with an immersion time of at least 12 minutes. Cidex opa solution can also be used in aers that can be set to a minimum of 25°c with an immersion time of at least 5 minutes. If the aer cannot be set to a minimum of 25°c, then the time and temperature stated in indications for use, manual processing should be followed. In the customer letter and instructions package that addresses disconnecting the aer heater, it states the following: ''cidex opa solution users: if you are using cidex opa solution, you must disconnect the heater and use the cidex opa solution in accordance with its label directions of 12 minute immersion time at 20 º c. The heater can be disconnected by having your technician follow the enclosed instructions. Asp recommends that the user check the solution temperature in the basin on a regular basis per institutional guidelines.'' It was confirmed that the customer received the customer letter and instructions package in regards to disconnecting the aer heater on (B)(4) 2010.

Manufacturer narrative:
The customer received an inservice from the asp clinical education consultant (cec) regarding cidex opa and the aer unit. The cec instructed the staff to change the time on the aer to 12 minutes for reprocessing with opa at 20 degrees c. Reviewed findings of incorrect disinfect time with nurse manager.